Event description:
The lamp melted inside the lightsource. No pt or staff injury.

Manufacturer narrative:
Device has not been returned for evaluation. There is no repair history for this device. Device was manufactured in october of 2002. A thermal switch was implanted into the design in october of 2003.